Event description:
This report is submitted in response to customer's medwatch submission to the FDA. Customer reports that the tip of pin fell off as surgeon was positioning the pin in the pt. The tip was recovered and no foreign body was retained in the pt. No adverse consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
Eval revealed the metal tip has sheared off the bio-absorbable pin and its angled edges are damaged. The pin has signs of stress and circular marks on its outside diameter. The broken end of the pin has mushroomed out and a portion is still intact inside the metal tip. The stakes that hold the implant to the metal tip appear adequate. The diameters of the bio-absorbable pin and the metal tip are within specifications. Device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event has not been determined.